Event description:
After dispensing a package of 2-0 vicryl suture to or tech (who was scrubbed in), she peeled off the cardboard overlay to discover "9" needles, when the packages should contain only 8 needles. She passed them off her field and they were isolated with the packaging and dispensed a new package of "8."